Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium. A steerable guide catheter (sgc) was prepared and inserted. However, to achieve a better trajectory, additional ¿+¿ knob was applied, and after applying ¼ ¿+¿, resistance was encountered. Troubleshooting was performed, but the knob would still not work. Therefore, the sgc was removed and replaced. A new sgc was inserted and the procedure was continued. A mitraclip xtr was inserted and deployed on the valve. However, during deployment, the clip suddenly opened from roughly to degrees to roughly 70 degrees. The clip was reported to be stable on the leaflets. The procedure was then discontinued, and the mr increased to a grade of 4+. There was no clinically significant delay in the procedure. The patient was then transferred to surgery for mitral valve replacement. The patient was reported to be recovering.